Event description:
The customer reported the ventilator was not working when powered via external battery. The customer reported the ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The respironics service technician verified that the ventilator would shut down and alarm when transitioning from ac power to external battery power. The service technician reported when in normal ventilation mode the ventilator restarted when ac power was disconnected and transitioned to external battery. The service technician replaced the external battery to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications. The external battery was returned to the factory for failure analysis. External battery output was measured with falling results due to a battery pack below voltage specifications.